Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while completing preventive maintenance (pm) performed by a getinge service territory manager (stm)the cs300 intra-aortic balloon pump (iabp) unit had blood back. There was no patient involvement reported.

Manufacturer narrative:
The getinge field service engineer (fse) replaced all blood contaminated components and performed all performance and safety tests according to factory specifications. The unit passed all tests performed and returned to customer and cleared for clinical use.

Event description:
N/a.